Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced the peritonitis. Break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further described. On unreported dates in the same month as onset, the patient was hospitalized for the peritonitis event and began treatment with unspecified drugs added to dianeal (doses and frequencies were not reported). The patient was recovered from the event in the same month as onset. At the time of this report, the patient was scheduled to be discharged from the hospital and dianeal therapy was ongoing. No additional information is available.